Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and menstruation irregular. No evidence of hyperplasia or malignancy, no adnexal masses palpated. On gross pathology, the uterus appeared normal. Previously administered products included for allergy: penicillins and morphine. Concurrent conditions included endometrial biopsy (inactive endometrium with progestin effect), adenomyosis, endocervical polyp (secretory endometrium), anesthesia and vaginal hysterectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes"), allergic oedema ("allergic or hypersensitivity reaction type: swelling") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy (bilateral removal of fallopian tubes), oophrectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, cystitis, urinary tract infection, fatigue, migraine, headache, rash, allergic oedema and vaginal infection had resolved and the weight increased, alopecia, nausea, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered allergic oedema, alopecia, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and menstruation irregular. No evidence of hyperplasia or malignancy, no adnexal masses palpated. On gross pathology, the uterus appeared normal. Previously administered products included for allergy: penicillins and morphine. Concurrent conditions included endometrial biopsy (inactive endometrium with progestin effect), adenomyosis, endocervical polyp (secretory endometrium), anesthesia and vaginal hysterectomy. Concomitant products included cilest (sprintec) from 2013 to 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced weight increased ("weight gain"), nausea ("nausea"), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse);"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge;"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced allergic oedema ("allergic or hypersensitivity reaction type: swelling"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: blurry vision due to migraines and headaches"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced rash ("rashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), vaginal infection ("vaginal infection") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, cystitis, urinary tract infection, fatigue, nausea, migraine, headache, rash, allergic oedema, vaginal infection and genital haemorrhage had resolved, the weight increased, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, abdominal pain and back pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, allergic oedema, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 211 lbs. Approximate weight at the time of essure placement 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: new pfs received- new event added: dyspareunia (painful sexual intercourse); vaginal discharge; vision/eye problems type: blurry vision due to migraines and headaches, abdominal pain, back pain, abnormal bleeding were added. Outcome of events abnormal bleeding and fatigue from unknown to recovered/ resolved ,hair loss from unknown to recovering/resolving were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes"), allergic oedema ("allergic or hypersensitivity reaction type: swelling") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy (bilateral removal of fallopian tubes), oophrectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, cystitis, urinary tract infection, fatigue, migraine, headache, rash, allergic oedema and vaginal infection had resolved and the weight increased, alopecia, nausea, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered allergic oedema, alopecia, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records were received. Events per pfs: alopecia, cystitis, dysmenorrhoea, fatigue, hypersensitivity, migraine, nausea, rash, swelling, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, headache and menorrhagia outcome was unknown. The reporter considered headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and menstruation irregular. No evidence of hyperplasia or malignancy, no adnexal masses palpated. On gross pathology, the uterus appeared normal. Previously administered products included for allergy: penicillins and morphine. Concurrent conditions included biopsy (inactive endometrium with progestin effect), adenomyosis, endocervical polyp (secretory endometrium), anesthesia and vaginal hysterectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes"), allergic oedema ("allergic or hypersensitivity reaction type: swelling") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy (bilateral removal of fallopian tubes), oophrectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, cystitis, urinary tract infection, fatigue, migraine, headache, rash, allergic oedema and vaginal infection had resolved and the weight increased, alopecia, nausea, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered allergic oedema, alopecia, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received, new reporter and medically confirmed, patient relevant history, lab data essure lot number 787226 were added on 27-feb-2018: follow-up 3rd and 4th process together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.